Manufacturer narrative:
Sample has returned for investigation. The investigation is not complete at the time of this report. A follow up investigation report will be sent when completed.

Event description:
The event is reported as: the handle broke off during an unspecified procedure. No further information available. No reported patient injury.